Manufacturer narrative:
Additional information in device evaluated by MFR? And evaluation codes. The product lot history was for the reported product was reviewed. The device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The investigation for the viscoelastic product lot provided showed that all batches were released according to the required specifications; all testing results were within specification for this batch. A 100% visual inspection process of all filled syringes is performed to remove syringes with ""bubbles"" (silicone bubbles, air bubbles). No product returned to date. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that during the phacoemulsification portion of a left eye cataract procedure there was no aspiration and no infusion present. It was reported that incision burns occurred. Also, it was reported that the viscoelastic had been "stored in a room with controlled temperature and airy". The patient received treatment in the cornea and will need a scleral transplant. Additional information and product samples have been requested for evaluation.